Manufacturer narrative:
(B)(4). Evaluation, results: (arterial and venous occlusion), other lack of info (unk cause of thrombus). Conclusions: other lack of info (unk cause of thrombus).

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 49mm x 50mm thoracic aortic aneurysm over 9 months ago. The thoracic aortic neck diameter at the proximal end was 38mm and the distal end was 28mm. There was a mild degree of calcification and thrombus in the vessels. It was reported that 2 weeks post implant thrombus was confirmed at the left subclavian artery and medication was started and the thrombus was resolved at the 3 month follow-up (ref MFR# 2953200-2011-00032). No additional clinical sequelae were reported and the pt is fine.